Event description:
While priming leaked inside of the device's cartridge chamber. Patient removed the insulin cartridge, from the device, and wiped out the cartridge chamber with a tissue. After inspecting the device adapter, patient discovered that the adapter's needle appeared to be a little "bent." Patient blood glucose was not affected and no treatment was received.